Event description:
Patient's pi dropped and power on his lvad increased. Anticoagulation parameters were increased, this did not correct the issue. Another effort was made to correct the thrombosis with integrilin, did not correct the issue. Transfer to (B)(6) on (B)(6) 2013.